Event description:
The reporter indicated that the surgeon implanted a 137mm vticmo13.7, -10.5/2.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight - unk; ethnicity - unk; race - unk. (B)(4).